Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2 failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user can manage to get the medications from another station. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main 2-1 had failed pockets and invalid cubie memory. The field service engineer (fse) released all pockets in the hardware test application, reseated all row board connections, and cleaned out medications and debris from the row boards. Then, the fse initiated remote smart service into the station and the customer successfully recovered all failed pockets. The system functioned as intended after the issue was resolved.